Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/28/2025, it was reported by a sales representative via (B)(4) that an ar-601-tbb8 ibalance uka tibial bearing trial broke during trialing with the corner piece of the plastic sheared off and was successfully removed. No pieces broke off inside the patient. The case was completed successfully. This was discovered during a uka procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 03/07/2025: the case was completed using a back up tray. Another ar-601-tbb8 was used. There was no case delay or added anesthesia. No adverse effects on the patient reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection identified that one of the corners of the ibal uka tib bea-ring trl sz 2 // 8mm was broken, and the edges around the device were damaged. Functional testing was not performed due to the device's damage. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.